Manufacturer narrative:
A cracked reservoir tube lip, cracked case near the display window corner and a missing end cap sticker were noted. All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted during testing.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.